Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the balloon, on the sidearm, and in the guide wire lumen. There was contrast visible in the balloon, in the inflation lumen, and moisture visible in the guide wire lumen. The protective sheath and the stent were not returned with this catheter. The balloon was partially filled with contrast. There were crimp marks on the balloon between the two markers. There was a 1 mm longitudinal tear at the distal end of the guide wire exit notch. The hypotube jacket material at the hypotube notch, 3.6 cm proximal to the guide wire exit notch marker, was necked down over the hypotube notch area. There were bends in the hypotube 2 cm and 42 cm distal to the distal edge of the strain relief tubing. No other damage was noted to the catheter. A new indeflator filled with water was used in an attempt to deflate the balloon, but the balloon could not be deflated entirely. It took a considerable amount of time to deflate the balloon to the extent to which it did. Repeated attempts to deflate the balloon met with the same results. After cutting open the catheter at the hypotube notch, it was observed that the jacket material was necked down and was partially blocking the hypotube notch area. Product performance engineering reviewed the incident information and analysis of the returned device. The balloon was returned partially inflated with contrast. Quality assurance analysis was able to confirm the reported inability to completely deflate the balloon. There were several attempts to deflate the balloon, but were unsuccessful. To get an idea where there may be a blockage in the lumen, a guide wire was inserted into the lumen, but it would only go as far as the hypotube notch where there appeared to be necking of the jacket material. The notch area was shaved open to reveal jacket material blocking the hypotube notch. It appears there may be excess material remaining on the hypotube during the hypotube jacket necking step in the process. The excess jacket material appears to sag down and block the hypotube notch. This would explain the ability to inflate the balloon, but have very slow and incomplete balloon deflation. As the balloon is inflated, the sagging material would get pushed outward, making the lumen free flowing; however, when negative pressure is applied to deflate the balloon, this would pull the jacket material in and block the lumen, thus restricting the flow of fluid out of the balloon. A field discrepancy notice (fdn) will be issued to address this possible manufacturing issue. All further investigation and corrective actions will be documented and tracked in the fdn. Additional damage noted to the returned device was longitudinal tear at the guide wire exit notch and bends in the hypotube distal to the strain relief tubing. The guide wire exit notch tear appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. The bends in the hypotube most likely resulted from handling of the device during the packing of the device for shipment back to abbott for evaluation; however, this damage does not appear to have been related or contributed to the reported issue. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate has caused or contributed to patient injury previously. Device issue: failure to deflate. It was reported that after succesful deployment of the ultra stent, problems were experienced deflating the balloon, causing the balloon to only partially deflate. The patient experienced st segment elevations and the stent delivery system (sds) was pulled back with the partially deflated balloon into the left main, and everything was removed as a single unit. No additional event or patient information is available.